Event description:
It was reported that the patient implanted with this subcutaneous implantable cardioverter defibrillator (s-ICD) presented to the emergency department following receipt of a shock. The delivered shock was noted to be inappropriate due to double counting/oversensing. Review of device memory noted smart charge was at zero and the smartpass feature was off. Review of the stored episode noted a morphology change that was possibly related to an aberrant rhythm. Additionally, small signal amplitude measurements were noted, which, was the reason smartpass was off. Technical services (ts) noted that the outcome would not have changed with smartpass on as the double counting was due to misaligned peaks/sensing of p-wave oversensing. Atrial fibrillation (af) episodes were then reviewed, which, showed different morphologies than the shock therapy episode. Ts discussed that unless the rhythm can be recreated and evaluate other sensing vectors, reprogramming likely won't mitigate the issue due to the small signal and wide complex. No further assistance was requested. No adverse patient effects were reported. This device remains in service. If pertinent information is provided in the future, a supplemental report will be submitted.